Manufacturer narrative:
Date sent: 06/11/2007. The handpiece was returned with a loose mount. It was tested on a generator and gave an error code 5. The hand piece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument. A batch record review was performed and no anomalies were found during the mfg process.

Event description:
It was reported that prior to an unk procedure, the device did not work. The test showed that the handpiece had loose stud. No pt consequences were reported.